Event description:
It was reported that the large needle driver instrument would not register on the sterile adapter. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer complaint, engineering placed the instrument on a system and checked for recognition. The system successfully recognized the instrument, showing 5 uses left. A magnet is installed and pogo pins do not stick when actuated. Engineering also observed a single deep scratch at the distal end of the main tube, 1/4" above the proximal clevis. Material has been removed due to the scratch. The scratch is not parallel to the longitudinal axis of the tube, suggesting it was likely caused by an instrument collision. No other damage found.